Manufacturer narrative:
Terumo cardiovascular systems corporation has not received the actual device for evaluation; therefore, the investigation has yet to be completed. A follow-up report will be submitted when the investigation is complete and/or more information becomes available. (B)(4). Conclusions: conclusion not yet available-evaluation in progress. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. Sample was discarded by user facility.

Event description:
The user facility reported to terumo cardiovascular systems corporation that a blood leak was found at the connector outlet during cardiopulmonary bypass which resulted in 50cc of blood loss. Further information provided by the user facility indicated that the red cap on the cpg port of the oxygenator was loose. Once tightened, the leak stopped. The device was not changed out, and the procedure was completed successfully without delay. Blood loss of approximately 50cc. Device was not changed out. Procedure was completed successfully without delay.

Manufacturer narrative:
This follow up report is submitted to FDA in accordance with applicable regulations - and as indicated by terumo cardiovascular systems corporation in the initial report submitted to the FDA on september 29, 2015. (B)(4). The actual sample was not returned for evaluation, however photographs of the event were provided. Inspection of the photos confirmed a blood leak from the oxygenator. A review of the device history records revealed no anomalies. Based on the report descriptions, this issue is attributed to the cap being loose on the blood out port. A definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.